Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010: pre-op diagnosis: retained hardware. Lumbar disc disease l5-s1. Lumbar stenosis with radiculopathy l5-s1. Procedure: removal of hardware. Posterior spinal fusion l5-s1 with vane pedicle screws. Revision decompression, diskectomy, foraminotomy and partial facetectomy l5-s1 bilaterally. Posterior lumbar interbody fusion at l5-s1, mini kimba cage. Use of local bone, allograft and bone. Per-op notes: a large calcific type bulge of the disc which was removed be interbody grafting was performed. After adequate interbody grafting had been performed had been performed, this was then packed with bone before insertion of the cage. Next, compression was applied across construct. The gutters were then decorticated, grafted and the rod secured. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.